Event description:
It was reported by service report that the head section was broken and there were exposed sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler, head section.